Event description:
After use of the device for a cardiopulmonary bypass procedure, the user observed the arterial sensor chip was broken and wires were exposed. No other details regarding the nature of the event were provided. Since the event occurred after a cardiopulmonary bypass procedure, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.